Manufacturer narrative:
It was reported that the ventilator generated technical error, which indicates that safety valve is detected as open without fulfilled opening conditions. Identification of issue has been done by analyzing problem description and device¿s logs. The issue was decided to be reported as it may lead to stop of ventilation. The evaluation of received log files revealed appearance of technical error indicating power error as well. According to the information provided by the technician, the suction channel and safety valve membrane were cleaned. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 07/07/2005, corrected manufacture date: 07/11/2005.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated technical error code indicating open safety valve. There was no patient harm. Manufacturer's ref.#: (B)(4).